Manufacturer narrative:
This report is submitted on december 1, 2022.

Event description:
Per the clinic, the patient experienced an infection (site and treatment of the infection unknown). The device was electively explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device. Further information is being sought from the clinic.